Event description:
The customer reported that the 9900 system locked up with a communication error during a case. The 9900 system had to be rebooted and the procedure was completed. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The rtos and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.